Event description:
It was reported that a patient experienced an issue with an empty cartridge after filling, which required the patient to remove and reset the cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support, and no additional corrective actions were mentioned.